Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2013. Subsequently, a patient underwent an open reduction, internal fixation on (B)(6) 2013 due to a fractured femur which caused the stage one stem to bend.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.